Event description:
Customer reported an erroneous low reticulocyte count was obtained for one patient sample when using the unicel dxh 800 coulter® cellular analysis system. The reticulocyte test result was determined to be erroneous when compared to a manual reticulocyte count, which was considered to be correct. The sample was also tested on a coulter lh 780 hematology analyzer producing a reticulocyte count similar to the manual count. Erroneous test results were not reported out of the laboratory. Quality control was run before the event and was within range. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Service did not evaluate the analyzer. Cause for the low reticulocyte count was not determined. Product labeling was evaluated. Unicel dxh 800 coulter cellular analysis system instructions for use, pn629743, chapter 6 processing results: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Manufacturer narrative:
Raw data was provided and analyzed. The analysis identified that the secondary population of red blood cells (rbc) was interpreted as another mature rbc population. Consequently, the retic% was under recovered, i.e. Erroneous low result was generated. Heavy overlap of both mature and immature rbc populations prevents the proper recovery of reticulocytes. The cause for the erroneous low reticulocyte test result was the secondary population was interpreted by the algorithm as a mature rbc population.